Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) evaluated the iabp unit and confirmed the reported issue. The stm disassembled and reseated all helium connections within the cart. The stm replaced the housing bushing regulator and the high pressure union which resolved the issue. The stm confirmed with the customer that leak problem has been resolved and has not lost helium since being serviced. The stm completed full pm, functional, and safety checks to factory specifications. The unit passed all tests to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp), was leaking helium. There was no patient involvement, thus no adverse event was reported. Cardiosave leaking helium. No patient invovlement. (B)(4).